Manufacturer narrative:
Manufacturer's analysis confirmed the customer comment that the programmer powered off. It was indicated that the power supply was out of specification electrically. These parts were replaced and the programmer passed final functional and system tests. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during boot-up, the programmer showed a black error screen. A reboot resolved the issue but then the programmer power off during a programming session of a non-patient implanted device. The programmer was returned for service. There was no patient involvement.